Event description:
It was reported that a spectrum iq infusion pump's long pin holding door came out during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported problem "long pin holding door came out" was confirmed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the missing outer door hinge screw. The outer door hinge screw is required to replace to address the issue. Should additional relevant information become available, a supplemental report will be submitted.